Event description:
Notes from rep - issue: false negative. Pt took 3 at-home pregnancy tests (brand and sensitivity unk). All 3 were positive. Pt provided non-first-morning urine specimen to facility, this was tested on the true 20+. Result was negative, facility repeated test and got negative results. Serum was drawn and tested on true 20+, results were positive. A quantitative test was not performed, pt lmp unk. Customer discarded specimens, then waited about a week before notifying stanbio.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control. The 100 miu/ml and 248.57iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probable root cause: the urine hcg level always lower than serum as the urine sample is more likely influenced by many factors. Such as drinking too much water which will dilute the urine before the test, the urine may not contain representative levels of hcg. So it is suggested using first morning urine specimen to do the test. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. We'll do further investigation if the special sample can be returned.